Manufacturer narrative:
Motor error alarm during basic occlusion test/occlusion test and unable to prime during prime/a33 test due to faulty fsr(gold). Pump passed no delivery test and displacement test. Motor passed motor test. Pump received with minor scratched display window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 400 mg/dl. Troubleshooting was performed. The device was returned for analysis.